Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days post implant the patient presented with complete heart block (chb) and a rate of <(><<)>40 bpm. The patients right ventricular (rv) lead was exhibiting increased threshold levels. Fluoro was done and it was discovered that the "slack in rv lead was noticeably absent." The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.